Event description:
The surgeon successfully implanted the device on (B)(6) 2024, along the superficial peroneal nerve in the patient's foot. However, during a subsequent post-operative follow-up, the patient developed an infection at the wound site. The surgeon noted purulence and observed a small object protruding from the wound, which led to the complete removal of the device on (B)(6) 2024. At the time of implantation, there were no signs of infection, indicating that the procedure went well initially. It appears that the anatomical placement of the device on the dorsum of the foot, along with the limited protective tissue in that area, may have contributed to the subsequent wound dehiscence and infection. Nevertheless, there is currently insufficient evidence to establish a direct link between these complications and the axoguard ha+nerve protector.

Manufacturer narrative:
On october 29, 2024, a review indicated that 14 devices from the specified lot were successfully invoiced and shipped, while 19 devices remain available in finished goods. Additionally, a dur report revealed that 4 other devices from this lot have been implanted. A thorough complaints lookback was conducted on october 24 and 29, 2024, with no complaints identified related to lot lb1574293. In total, (B)(4) devices were produced from this lot, and all released devices met the final inspection and sterilization requirements, demonstrating our commitment to quality and safety.